Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h10 has been added. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Based on the limited information provided, the possible cause of the paravalvular leak is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for leaflet motion restricted in patient was unable to be confirmed as no relevant medical records or imagery were provided. The DHR review did not provide any indication that a manufacturing non-conformance could have contributed to the complaint. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% test for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, 'during a post dilation procedure for severe paravalvular leak (pvl) of a 29mm sapien 3 valve in the aortic position placed approximately 5 months prior. A 28mm true balloon reduced pvl to mild. However, the non-coronary leaflet was noted to be in a fixed position, not opening, on tee.' In this case, non-ew balloon (28mm true balloon) was used for post-dilating the valve, and the leaflet motion restriction was observed after the post-dilation. The post-dilation with non-ew balloon could over expand or stretch the valve leaflet, resulting in leaflet motion restricted. As such, available information suggests the procedural factors (post-dilation with non-ew balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a post dilation procedure for severe paravalvular leak (pvl) of a 29mm sapien 3 valve in the aortic position placed approximately 5 months prior. A 28mm true balloon reduced pvl to mild. However, the non-coronary leaflet was noted to be in a fixed position, not opening, on transesophageal (tee). A decision was made to implant a 29mm sapien 3 ultra valve. The patient left the room in stable condition.

Manufacturer narrative:
Investigation is ongoing.